Event description:
It was reported by the customer they were experiencing low blood glucose levels. Customer stated their blood glucose level was below 40 mg/dl while having dinner and their insulin pump alarmed low suspend. Customer declined troubleshooting. Customer's blood glucose level was 209 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.